Manufacturer narrative:
Heartsine contacted the customer on several occasions to request return of the device. The device was not returned and so the root cause of the reported fault could not be established.

Event description:
Green status led and beep. No patient involvement.

Event description:
Green status led and beep. No patient involvement.